Event description:
In 2005, I have a vagus nerve stimulator implanted for treatment-resistant depression. The device had to be explanted because it had become infected. I was hospitalized for three days and kept on antibiotics. In 2005 another vagus nerve stimulator was implanted. Since the surgery, I have suffered from left vocal cord paralysis, with difficulty speaking. On 02/28/2006 the stimulator was activated to a level of 1.0 milliamperes. Four days later, my depression increased dramatically in severity. The severe depression lasted two days. The past three days have not been as bad, although I am still more depressed than I had been prior to activation of the device. My depression tends to fluctuate, so the increase in severity may not have been caused there was a very high incidence of increased depression and suicide attempts during the clinical trials. In one 8-week study, 57 percent of participants reported increased depression, and 20 percent attempted suicide. There was no control group, so it was impossible to say whether the worsening of symptoms was caused by the device (see letter from public citizen to the FDA urging that vagus nerve stimulator not be approved for treatment of depression.http://www.citizen.org/publications/release.cfm?ID=7351.